Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had dropped to 30 mg/dl. The customer reported being sick and stressed out and had a kidney infection. The customer declined troubleshooting.